Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider (hcp) was looking to verify what the patient currently had implanted. The hcp reported the patient had a few revisions and "did at one point have a frayed wire" which was explanted on (B)(6) 2022. The hcp did not know what model lead this was or if it was a manufacturer lead. The hcp believed a complete interstim system was placed when this frayed lead was explanted but had no further detail to provide.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2dzf: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.